Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported cement was reviewed for compatibility with the tibial component with no issues noted. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item name# oxf uni tib tray sz b rm PMA; item number# 154721; lot# 66829843. Item name# oxf anat brg rt sm size 5 PMA; item number# 159570; lot# 66212655. Item name# oxf twin-peg cmntd fem sm PMA; item number# 161468; lot# 66972460. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a knee revision approximately 6 months post-implantation due to tibial component loosening. Attempts have been made and no further information has been provided.